Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient experienced three events of infusion set detachment on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use before three hours. The patient replaced the infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 3.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-07238. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6005959, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6005959 was manufactured according to the work instruction (wi) version 111 and manufactured in the line 6, on 05/mar/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4b03542 was manufactured according to the wi version 6 and manufactured in the machine itl01, on 04/mar/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4b05556 was manufactured according to the wi version 61 and manufactured in the machine sc02, on 04/mar/2024, with a total of 30,870 units. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.